Manufacturer narrative:
The exact age of the patient is unknown, however the patient was reported to be over 18the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, the day following the bt procedure, the patient experienced a 'collapsed lung' and a 'cast of what appears to be mucous' in the right upper lobe of the lungs. The patient was administered a 'mucomyst' nebulizer to treat the collapsed lung. On (B)(6) 2016 the patient underwent an additional bronchoscopy to have the mucous cast removed. Upon examination, the physician noted that 'mucous cast was almost completely gone', and removed the remainder of the cast from the patient using biopsy forceps. The patient's current condition was reported to be 'good'.